Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.